Event description:
Dealer return clamp for credit because it broke. Contacted dental office and left message to follow up on the complaint several times. The office did not return the calls. No pt information or incident information is available for this reason.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Narrative for conclusion - device was subjected to extreme overextension by the user. Complaint: broken. Evaluation summary: the clamp is distorted form its original shape. When reassembled it was obviously permanently deformed, unable to return to its original formed shape and jaw proximity. A blue rubber band was heat shrank around the bow of the clamp by the end user. Effect on the clamp by this rubber band is potentially damaging to the clamps original heat treated and tempered (bct) martensitic lattice structure. Cause of breakage: misuse. Conclusion: extreme overextension and caused permanent deformation to the clamp and subsequently breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.